Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was detached from the distal mount. Impedance testing showed an electrical open at the distal end of the catheter between 0-10 cm from the distal housing. Loctite was observed at the distal mount.

Event description:
Reportable based on device analysis on 23-jan-2024. It was reported that visualization issues occurred. The target lesion was located in moderately tortuous and moderately calcified vessel. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure there was no image shown. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed sheath was detached from the distal mount.